Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/19/2025, a facility representative reported via (B)(6) that an ar-9662-r central post/screw trephine was defective. The surgeon used the trephine to remove a post during a revision of the total shoulder. Now, a metal post and bone cannot be removed from the trephine, making it unusable. A case was involved, and no patient was affected. Additional information received on 06/03/24: the patient had a total shoulder arthroplasty previously and tore their rotator cuff, so the surgeon revised the tsa to a reverse total shoulder. Exactech total shoulder was explanted from the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9662-r, central post/screw trephine, batch number: 022145, was returned for investigation. Visual inspection noted that the device's body had signs of wear, including faded laser marks, grind marks, and dull cutting edges, which are likely related to the complaint allegation. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The manufacturing date was 2021. Refer to investigation photos. The complaint allegation is confirmed.